Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon explained the purpose for this revision was to improve her range of motion in flexion, which he said he accomplished by downsizing by one size on the femur and taking out the pcl and making it a ps knee, which he added he felt he should have done in the first case. Surgeon was explicit in maintaining this was not a problem caused by the implant. The implants removed showed no sign of abnormal wear or any indication of poor performance."